Manufacturer narrative:
Additional info: 250ml baxter bag, lot: v19c25b, exp: sep20, 0.9% sodium chloride injection; cap on male luer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested, but not provided.

Event description:
It was reported that there were several instances of tubing being cracked and leaked at the out patient center. During priming the solution leaked and the line had to be replaced which caused a delay. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.